Event description:
Caller reported a malfunction on the pump and provided the malfunction code, malf 16, that had occurred at least three times before. Despite this issue, there was no adverse impact on the customer¿s blood glucose level. Clinical technical support (cts) arranged for a replacement pump to be sent to the customer, who would use multiple daily injections (mdi) as a backup therapy in the interim. The caller was instructed to put the malfunctioning pump into storage mode before returning it to tandem and to return it within ten days using a pre-paid label.